Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficult to remove suture could not be determined. Factors that contribute to the difficulty removing the suture may include, but are not limited to, suture snag, tissue or suture caught in foot. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional pulsed field ablation procedure. Reportedly, the first prostyle suture was successfully placed. When the plunger of the second prostyle device was removed, the suture was observed to be too short to use the quick-cut component. Scissors were used to cut the suture. The suture was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the pulsed field ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.